Event description:
On (B)(6) 2012, a tap assisted supracervical hysterectomy procedure was performed on the pt and was released. On (B)(6) 2012, the pt returned with pain. The general surgeon performed surgery and found burn marks on the bowel and fluid in the pelvis. The bowel was not perforated. The pt was treated with pain medication and released. The surgeon was uncertain as to how it happened.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. Based on the incident report we cannot determine if this is a device related incident or a technique related incident. A review of the past 12 month complaint date does not show any other complaint relating to a possible thermal burn incident, we are considering this an isolated case. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.